Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), unapproved use of device (device oversizing), user error contributed to event (device oversizing).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm is severely calcified which made the patient a high risk for rupture. The anatomy was difficult with the neck measuring 17 mm in diameter, the aortic bifurcation is 13 mm and the common iliac arteries were 8 mm in diameter. They wanted to use a bifurcated stent graft but because of the anatomy they went against that and decided to build an aui device. The stent grafts were implanted from the bottom up; and a fem-fem bypass procedure was done. It was reported that there was a significant endoleak in the mid aorta between the first implanted stent grafts; although, there was 20 mm of overlap between the 2 stent grafts. The physician wanted to bridge the 2 grafts with a 20 x 40 aneurx cuff and the endoleak improved but was still there. The right iliac artery was coiled as part of the procedure. It was also noted that the patient's blood pressure dropped a little during the procedure, but the patient was stable and there was no evidence of a rupture. CT showed a proximal type 1 endoleak into the aaa sac. The stent graft was ballooned. The endoleak is likely due to the endurant being compressed within the aneurx limb and could be infolded causing the type 1 endoleak. No intervention was performed at this time and the decision was made to monitor the endoleak. No clinical sequelae were reported, and the patient is fine.